Event description:
Pt was brought to the interventional lab in 2005 for insertion of an optease vena cava filter. The pt's indictions for the filter insertion were: a history of deep vein thrombosis (dvt) and, due to a bleeding ulcer, pt could not be anti-coagulated. The ivc was described as narrow (20mm range) and tortuous. The initial placement of the filter was successful and no pt complications were reported. The pt came back the following month for retrieval of the filter, which was unsuccessful.